Event description:
It was reported that: "at the time of use, the nurse responsible for the procedure on the patient opens the packaging. However, the double catheter fixation clamp does not secure, allowing the catheter to move and protrude, preventing its use. The patient did not present any signs/symptoms that were caused by the product. There was no need for medical intervention, just the replacement of a new catheter"

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "at the time of use, the nurse responsible for the procedure on the patient opens the packaging. However, the double catheter fixation clamp does not secure, allowing the catheter to move and protrude, preventing its use. The patient did not present any signs/symptoms that were caused by the product. There was no need for medical intervention, just the replacement of a new catheter"

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos and two videos for analysis. One photo showed the catheter outside the patient with the box clamp assembled onto the body. The other photo showed an x-ray image with the catheter still inside the patient. The box clamp was observed to be at the distal end of the catheter body. No sutures are visible on the box clamp nor the juncture hub. The location of the box clamp relative to the catheter body is a potential indicator that the catheter migrated. The first video showed the catheter body inside the patient. A large portion of the catheter body was located outside of the patient, which confirms a migration. Sutures are visible on the wings of the box clamp. The juncture hub is meant to be the primary suture site for catheters of this type. As the juncture hub is not pictured, it is unknown if the juncture hub was ever anchored. The second video shows the catheter body located outside the patient. No sutures are visible on the juncture hub or the box clamp assembly. The customer is shown applying slight force on the box clamp. The box clamp was observed to move in either direction with relative ease. This moving could be an indicator that the catheter migrated; however, a full visual analysis could not be performed on the catheter body nor the box clamp to confirm and defects or anomalies. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The IFU also states, "secure catheter to patient. Use juncture hub with integral suture ring and side wings as primary suture site. In kits where provided, the catheter clamp and fastener should be utilized as a secondary suture site as necessary". The report of a migrating catheter was confirmed through complaint investigation of the customer supplied photos and video. Both showed that the box clamp assembly was located towards the distal end of the catheter body. Similarly, the box clamp appears to move across the catheter body when minor force is applied. Both are indicators that a migration occurred. A device history record review was performed, and no relevant findings were identified. Despite the photos/videos, a full visual analysis could not be performed to confirm that the juncture hub was used as the primary suture site. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.